Manufacturer narrative:
Concomitant medical devices: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020 product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative that the lead was implanted (t8-t10) and externalized for screening, after the implant the patient got an epidural hematoma. The hcp wants to check the spinal cord using MRI, but first he needs to explant the lead, because the lead is externalized. Additional information received reported that the lead was not explanted. The patient was fine and the trial would be set up for one more week. Additional information received reported that there was an operation and the hematoma was resolved. The epidural hematoma was resolved and the patient was fine now. The spinal cord stimulator therapy as running and the patient has pain reduced.